Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. Material was found missing, and the broken pieces could not be measured. Small splinters were detaching from the main tube due to the breakage. Components adjacent to this broken main tube do show damage. Additional observation was that the instrument was found to have a dislodged proximal clevis. The instrument was found with the proximal clevis dislodged and attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause of the dislodged proximal clevis is attributed to usage conditions. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a long bipolar grasper instrument exhibited extension tube damage. No fragment fell into the patient. The procedure was completing as planned with no reported injury.